Event description:
Pt having surgery for a left rotator cuff tear. During surgery, the wire suture from the meniscal repair kit separated from the stylet. The transfer device failed. The wire was easily retrieved with an alligator grabber by the surgeon. No pt harm.